Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was returned for analysis. A visual examination of the crimped stent found that struts from the two most proximal stent rows were raised from the balloon material and bent distally. This type of damage is consistent with the stent meeting resistance during removal of the device from the patient. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on 31oct2014. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending (lad) artery. After predilating the lesion with maverick balloon catheter, a 3.50x16mm promus element ¿ stent was advanced but was unable to cross the lesion. The procedure was completed with a non bsc device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed stent damage.